Manufacturer narrative:
Product not returned.

Event description:
It was reported that the patient presented in the operating room for scheduled lv lead implant due to worsening symptoms of heart failure. It was discovered that the right atrial lead exhibited noise, and unknown how long the noise had been occurring. The atrial lead noise was thought to have contributed to the worsening heart failure. The lead was capped and replaced. The procedure concluded successfully with patient stable before, during and after the procedure.